Manufacturer narrative:
The technician replaced both right side brake casters to repair the stretcher.

Event description:
Information received indicates the brake is not holding. Both right side casters continue to ratchet from side to side when in brake.